Event description:
Patient came in as an outpatient because his peripherally inserted central catheter (PICC) line was leaking at the insertion site. Upon assessment, it did appear to be leaking at the insertion site with flushing. It was decided that the PICC line should be removed and replaced in the opposite arm. The old PICC line was saved for evaluation. Patient left with no complaints. When the PICC line was evaluated it was found that there was a small hole in the catheter that was leaking at the 4.5cm mark. The patient stated that the PICC line had been hard to flush for about a week and that he pushed really hard and felt/heard a pop. The PICC line ref # is rehy2815. Manufacturer response for catheter, intravascular, therapeutic, long-term greater than 30 days, powerpicc catheter with sherlock 3cg tip positioning system (tps) stylet (per site reporter). Emailed bd and a return label was issued on 8/8.